Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with the use of the thv procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In thv procedure patients, it may be caused by guide wire perforations or annular ruptures. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien valve in this scenario. In this case, the cause of the cardiac tamponade is unknown. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through a literature article, "three-dimensional prototyping for procedural simulation of transcatheter mitral valve replacement in patients with mitral annular calcification", this study included eight consecutive patients with severe mac who underwent transcatheter mitral valve replacement (tmvr) using balloon-expandable sapien valves from august 2014 until may 2016 in a single-center study. This report represents one patient who developed cardiac tamponade after tmvr.